Manufacturer narrative:
The initial MDR 2247117-2014-00065 was filed on october 31, 2014.additional information (11/21/2014): a siemens healthcare diagnostics performed precision test using lot 303 on an immulite instrument. Three different quality control (qc) lots were used to perform precision testing. All three lots failed intra assay precision and one of three lots passed inter-assay precision. The precision testing was repeated using lot 310 on an immulite instrument. Two different qc lots were used and the repeatability for levels 1 and 2 failed. Siemens healthcare diagnostics is investigating the issue.

Event description:
The discordant, falsely low cancer antigen 19-9 (ca 19-9) results were obtained for two patient samples on an immulite 2000 instrument. The initial low results were not reported to the physician(s). The same sample was then repeated in multiples for patient 1, while the same sample was repeated once for patient 2. The corrected high result was reported to the physician(s) for patient 1. It is unknown if the corrected result was reported to the physician(s) for patient 2. There are no known reports of patient intervention or adverse health consequences due to the falsely low ca 19-9 results on the patient samples.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site as the customer was observing imprecision on quality controls (qc) and test results. The fse evaluated the instrument and changed the reagent 3-port valve and reagent manifold. Siemens also performed in-house testing and sent the kit and control material to customer. The customer's precision issue is still not resolved.

Manufacturer narrative:
The initial MDR 2247117-2014-00065 was filed on october 31, 2014. The first supplemental MDR 2247117-2014-00065_s1 was filed on december 05, 2014. Corrected information (10/08/2014): the initial and supplemental MDR were filed in error as the cancer antigen 19-9 (ca 19-9) is not for sale in united states.